Event description:
The pt was implanted with a synchromed pump and catheter in 1998 for intrathecal infusion of morphine for non-malignant pain/failed back surgery syndrome. The pt underwent weekly pump reservoir refills. The hcp noted the pump telemetry reading showed low battery. The pt underwent explantation of the pump in 2000. The explanted device was returned to the MFR for analysis. The pt underwent implantation of another synchromed pump on the same day.